Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The hanger bar was returned for evaluation, and subsequent testing verified the complaint. The hanger bar was bent.

Event description:
Hanger bar is bent.